Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer's representative (rep) stated that patient came in for normal check-up today and healthcare provider (hcp) was unable to interrogate with tablet but patient can interrogate ins with their handset communicator. Patient is currently doing fine. Caller stated that the same thing happened at the patient's last appointment (unknown date) but since patient was able to use their equipment, nothing further was done. Caller stated that between this patient's last appointment and today, hcp has used tablet to successfully interrogate other inss. Additional information was received from rep who called back and reports they tried multiple tablets and none of them would communicate with the ins. The patient (pt) did not bring her handset to the appointment. Pt said they can check the ins just fine but they have not tried to turn the ins off/on. No symptoms were reported.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the ins wasn¿t able to be reset via the clinician tablet and the handset was not able to turn the device off. The cause wasn¿t determined but thought to be a tel-m issue as 3 programmers and a patient programmer didn¿t resolve the issue. An engineer was going to reset the device on august 27th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the reset was done this morning and was successful. The clinician therapy app and patient therapy app were able to successfully communicate with the patient's ins and the patient's stimulation settings were confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.